Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported), resulting in fixture loss. It was also reported that the patient was prescribed antibiotics. It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(4) 2012.

Manufacturer narrative:
Per the clinic, the patient will not be reimplanted with a new device. The device is not available for analysis. (B)(4).